Manufacturer narrative:
Date of initial report: 9/18/2007. When investigation is complete a follow-up report will be sent with the results.

Event description:
The reporter stated that six minutes into a radio frequency liver ablation procedure on segment s6 there was an abnormal waveform on the graphic display and the pt reported increased pain. However the procedure continued with ablation for 10 1/2 minutes and ended with a final temperature of 82c. After the ablation was completed and the needle electrode was removed it was discovered the needle was bent 6cm from its tip and water was leaking from it. The possibility exits that water leaked into the pt cavity. The pt has been reported in good condition and no follow-up treatment was necessary as a result of the reported ocurrence.